Event description:
The svc report shows while servicing the ventilator, the mallinckrodt customer support engineer (cse) found the audio alarm was not functioning. The cse inspected the device and replaced the audio alarm assembly. The unit passed extended self testing. No death or serious injury has been verified. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.